Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that one day post implant this right ventricular (rv) lead exhibited increased threshold measurements, decreased amplitudes, and decreased pacing impedance measurements. A revision procedure was performed but the physician was unable to achieve adequate measurements. The lead was explanted and replaced without incident. The explanted lead is expected to be returned for evaluation. Besides surgical intervention, there were no adverse patient impacts reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned intact. Visual inspection noted the insulation was bunched and the conductor coils were deformed. This is consistent with the lead being placed through a constricted area. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A stylet was passed through the lumen however resistance was felt at multiple locations due to the bunched ptfe/offset coils.

Event description:
It was reported that one day post implant this right ventricular (rv) lead exhibited increased threshold measurements, decreased amplitudes, and decreased pacing impedance measurements. A revision procedure was performed but the physician was unable to achieve adequate measurements. The lead was explanted and replaced without incident. The explanted lead is expected to be returned for evaluation. Besides surgical intervention, there were no adverse patient impacts reported.